Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had recurring software error detected alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer declined troubleshoot and claimed that she already did the necessary tests on the pump and pump was able to pass both of them. Error table does not indicate that pump error alarm cleared. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.